Manufacturer narrative:
H6: investigation summary : a device history record review was completed for provided material number 38183314 and lot number 2238628. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of these issues, two (2) video samples were provided for evaluation by our quality engineer team. Through examination of the videos, the safety device was observed not fully activated in video one and in video two the safety device was not activated, confirming the reported defect. Based on the investigation results, an exact cause for the needle retraction failure could not be determined.

Event description:
It was reported that part of the safety device remained in the bd insyte¿ autoguard¿ IV catheter silicone, causing the needle to not retract. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "rnc: (B)(6)2023 ¿ orthopedics: medium-term intravenous catheter after puncturing the patient, part of the safety device remained in the silicone, requiring removal. Patient access removed, occurrence explained to family member and rnc performed."

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter safety device did not work to retract the needle. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "rnc: 01/23 ¿ clínica médica i.a: safety device did not work, unable to retrieve the needle. Discarded needle in descarpack (suitable place for sharps)".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.